Manufacturer narrative:
The manufacturer has completed the investigation of an evergo oxygen concentrator that allegedly emitted an odor and caused the patient to suffer from smoke inhalation and a subsequent infection. Allegedly, the patient required antibiotic treatment. The device is not returning to the manufacturer for evaluation. The durable medical equipment (dme) supplier stated the device was evaluated by a third party service center. The third party service center could not confirm or duplicate the device emitting a burning odor. The third party service center found the device to operate at 88% oxygen concentration. The device operated and alarmed to design specifications. The manufacturer concludes the device did not cause or contribute to the event.

Event description:
The MFR received info alleging an evergo oxygen concentrator emitted an odor and caused the pt to suffer from smoke inhalation and a subsequent infection. Allegedly the pt required antibiotic treatment. The device was tested by the durable medical equipment supplier and no odor was detected and the device's oxygen concentration was within design specifications. The device has not yet been returned to the MFR for eval. A follow up report will be submitted when the MFR has completed the investigation.